Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported of not feeling well and thought that something was wrong with the implant. Attempts to obtain additional information was made but were unsuccessful. This crt-d still remains in service. No adverse patient effects were reported.